Event description:
On (B)(6) 2016, the following information was shared during the utmb- galveston viabahn® workshop. One year ago, the patient was implanted with a gore® viabahn® endoprosthesis (item/lot:unknown) together with two bare metal stents in the superficial femoral artery (sfa) for treatment of serious ischemia of the limb. The detail of treatment process was unknown. The information of hospital and the physician was refused to share. On (B)(6) 2016, the patient transferred from other hospital to taipei veterans general hospital, with a 10 x 10 cm pustule on the femoral and the pyorrhea came from the groin. The patient was diagnosed with infection on superior femoral artery, so a surgical excision was performed to explant all implanted devices. A below-knee amputation was performed 2 days after all devices were explanted.